Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01089. This report is being submitted as additional information. The patient's age, sex and weight was requested but not yet provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh could not be conclusively determined. Review of the submitted system controller log file confirmed the report of elevations in pump power and estimated flow; however, a specific cause for the observed parameter fluctuations could not be conclusively determined through this evaluation. The submitted system controller log file contained data from 28mar2018 ¿ 03apr2018 and appeared to show the pump operating as intended at the fixed speed of 9800 rpm with pump power generally remaining in the range of about 6-8 watts. However, a few moderate elevations in pump power over 8 watts (peaking at 8.8 watts on (B)(6) 2018) were noted. All elevations in pump power correlated with moderate elevations in estimated flow peaking at 9.4 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Following the reported event, the patient remained ongoing on the device until he underwent a pump exchange approximately 3.5 months later on (B)(6) 2018 due to suspected pump thrombosis. The evaluation of the pump received under (B)(4) revealed the presence of a laminated thrombus formation adhered to the inlet bearing ball and inlet section of the rotor. Examination of the blood-contacting surfaces did not reveal any anomalies and electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Because a duration of time for which the observed thrombus formation was present in the device could not be determined, a correlation between the evaluation findings of the device and the reported elevated ldh and pump power elevations in (B)(6) 2018 which occurred several months prior to the pump exchange could not be conclusively established. The heartmate ii left ventricular assist system instruction for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that lactate dehydrogenase (ldh) has risen from baseline high 200's u/l to 747 u/l, and that lvad parameters were elevated. The patient was sent for an echocardiogram which was negative for left ventricle (lv) thrombus. The customer was concerned there may be a thrombus involving the lvad. Additional information was provided, but not yet provided.